Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns programming wand was "not working." It was reported that the wand collar was also missing, and that it was an "old" model. Attempts for the product return have been unsuccessful to date.